Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going date of event: unknown. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "needle detached from the thread, the incident happened at several times. In esthetic surgery (abdominoplasty, breast reduction) occurs when the thread was taken, the incident was repeated 5 times during 2 different interventions. No consequences for patients. No delay. All med watch submissions related to this report are: 3003639970-2018-00500.